Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pacer dependent patient presented remotely via merlin.net. Review of transmissions revealed that the pacemaker had reached elective replacement indicator values but had not triggered the elective replacement indicator. No device intervention was performed. The patient was asymptomatic.